Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: - a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade I.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a.2., a.4., b.5., d.7., d.10., h.3., h.6.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade not specified. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.